Event description:
The lens was repositioned on 2/4/99 due to displacement. The pt was returned to surgery on 2/18/99 for lens replacement due to displaced lens. The pt prognosis is fair. It is unk if this event is product related.